Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a lapidus fusion and a medializing calcaneal osteotomy procedure the tips of the ar-8737-42 guide wire trocar tip with laser line, and ar-8750kt guide wire with trocar tip broke off where the threads start. The rep reported the broken tips were so small that they could not be retrieved.